Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity eyhance intraocular lens (iol) was opened but not used as it was defective. Additional information received confirmed that the defect noticed in the lens was that the haptics were damaged when the tech advanced the lens. There was no patient contact. The issue was noticed right before the doctor would take the loader to insert it in the patient's eye. There was no shipping damage and the package was sealed and intact. There was no use error and nothing wrong with the loader. The procedure was completed successfully using different backup lens of same model and diopter. The lens was discarded. No further information is available.